Event description:
It was reported that the sys displayed a communication error. This error will cause the system to lockup, shut down, or not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the hv cable. The sys operates as intended.